Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Journal citation: hannawa, k.k., good e.d., haft, j.w., & williams, d.m. (2015). Percutaneous extraction of embolized intracardiac inferior vena cava filter struts using fused intracardiac ultrasound and electroanatomic mapping. Journal of vascular interventional radiology, 2015; 26: 1368-1374. Http://dx.doi.org/10.1016/j.jvir.2015.05.013. Conclusion: a manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The investigation is inconclusive for a detached limb in the right ventricle. Based upon the available information the definitive root cause for this event is unknown. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately eight years post inferior vena cava filter deployment due to heterozygous factor v leiden mutation, multiple dvt/pe, CT scan allegedly demonstrated a detached filter limb in the free wall of the right ventricle. Initial attempts to retrieve the detached filter limb were unsuccessful; however, using intracardiac echocardiography and 3d electroanatomic mapping, a snare was successful in retrieving the detached filter limb. The patient presented with vague abdominal pain and was incidentally noted to have a preexisting supraventricular tachycardia with a short r and p wave interval on an electrocardiogram, which was pace-terminated and seven months later, no recurrence of the cardiac anomaly was detected.